Manufacturer narrative:
Repairs have not been completed. A f/u report will be sent once the repair is complete.

Event description:
The complainant stated with the brake locked, the bed can still move.